Manufacturer narrative:
This report is filed march 21, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to extrusion of the device. It is unknown whether the patient was reimplanted with a new device as of the date of this report, march 21, 2016.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, due to infection and necrosis of the skin flap that resulted in the extrusion of the device. The patient was implanted on the contralateral side during the same surgery. There are no plans to reimplant the explanted ear. This report is filed april 7, 2016.